Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image when angulated in up position / image ok in neutral position. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device lost video when the scope was manipulated. The malfunction occurred during a procedure, and the procedure was completed with a similar device. There were no reports of patient harm.